Event description:
It was reported that the patient underwent gynecological procedure on (B)(6) 2007 and mesh was implanted. It was also reported that the patient underwent gynecological procedure on (B)(6) 2008 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to overactive bladder, prolapse, and stress urinary incontinence. It was reported that the patient underwent another mesh implantation on (B)(6) 2008 concurrently with previous mesh revision due to stress urinary incontinence and anterior vaginal wall mesh exposure. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, recurrence and dyspareunia. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.